Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Additional contact info: e1 ((B)(6)). A getinge field service engineer (fse) was dispatched to evaluate the unit, and during the period of the evaluation, the fse inspected the unit and found no indications of blood back to iabp from the ruptured balloon since no internal issues were being found on the after complete testing. After that, the fse performed the complete functional testing and safety tests per factory specifications, and it was returned to the customer. There is an involvement of the patient during this incident.

Event description:
N/a.

Manufacturer narrative:
Due to character restrictions in block e1 site name : (B)(6). Supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that while on patient, the cardiosave intra-aortic balloon pump (iabp) unit received numerous gas loss alarms then indications of balloon failure noted by blood in balloon. No patient harm reported.